Event description:
It was reported to boston scientific corporation that two resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip did not deploy from control wire ( no pop ). The procedure was completed with a another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.